Event description:
Channel two of the infusion pump was programmed to deliver cyclosporin at 3.5 ml/hr, but no solution was administered. The timeframe involved was not reported. No pt injury was involved.